Manufacturer narrative:
Upon further investigation, it was determined that the issue was found during preventative maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported that the ventilator had an alarm. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Reporting institution address1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone #: (B)(6).